Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was not confirmed. The subject device was tested with multiple scopes, and all video output signals and images were present. However, a worn out video connector latch was discovered and causing a poor connection to the pigtails. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus visera pro video system center stopped producing an image during an unspecified procedure. According to the initial reporter, the procedure type is unknown. The initial reporter was also able to confirm the procedure was completed, though further details were unknown. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.